Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose was 40mg/dl at the time of the incident. The customer reported that the pump was not turning off when he was low. The patient was in auto mode. Patient's current blood glucose was 86 mg/dl. The patient had treated with food. Patient had been experiencing low blood glucose for one time event. Based on customer report customer does not allege pump was over delivering. Customer reported programming was accurate. They found bolus right before low was calculated with a blood glucose number that was not in his meter. Blood glucose had actually been lower. The customer was advised to monitor the pump and blood glucose. The insulin pump will not be returned for analysis.